Event description:
The customer tested his blood glucose early one morning and received a reading of 356 using his contour meter. The customer stated that he took 10 extra units of insulin based on the reading. He began to not feel well 45 minutes after taking insulin and alleged that he almost passed out. He retested his blood glucose and received a reading of 45 mg/dl. It's not known what type of treatment the customer required. The customer was advised to return his test strips for evaluation. Replacement test strips and a new meter were sent to the customer.